Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that on (B)(6) 2025 while numbing the patient¿s back their heart rate increased the needle was removed and emergency services were performed. Patient was alert and responsive when paramedics arrived.